Manufacturer narrative:
MFR ref (B)(4). Baxter received the device. The eval is not complete. When the eval is complete, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a white screen during an infusion (medication, programmed amount and delivery rate unk). Any pt involvement, injury or medical intervention is unk.